Event description:
Customer reported, poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the back frame. System operates as intended.